Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information indicating a smartablate generator was used during the procedure. As such, the device has been added to field d11. Concomitant med. Products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product investigation was re-open to include details to clarify that ¿no evidence of the char was observed on the catheter¿ during visual analysis/inspection of the device. Manufacturer¿s ref # (B)(4) initially this event was assessed as MDR reportable for a thrombus/clot issue. During review on (B)(6) 2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, the h6. Medical device problem code of ¿device contamination with body fluid¿ is being used to represent the issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. It was reported by the customer that during the atrial fibrillation (afib) ablation procedure, a clot was found attached to the tip electrode of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was exchanged, and the issue was resolved. The procedure was completed without patient consequences. On 7/17/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the catheter in good conditions. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint cannot be confirmed since the device was found working correctly and no evidence of thrombus residues were observed on the catheter however, the root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. It was reported by the customer that during the atrial fibrillation (afib) ablation procedure, a clot was found attached to the tip electrode of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was exchanged, and the issue was resolved. The procedure was completed without patient consequences. Multiple attempts were made to obtain further details regarding this event; however, no response was received. Should more information become available, it will be reviewed and processed accordingly.